Event description:
The lifesite cannula detached from the valve. Intervention was required to trim and reattach the cannula to the valve stem. The cannula did not migrate down into the vascular system.